Event description:
It was reported by provider that out of the box, one of the casters had blown out bearing on the (B)(4) patient transport. No damage to the packaging, however, the bearing was out of the wheel. No patient involvement.